Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case otherwise no appearance of any physical damaged. Error history log review found a battery communication timeout error. The root cause of the reported issue was found to be the interconnect board did not operate as intended which was causing the battery communication timeout. Actions were taken to mitigate the reported issue: replaced interconnect board. Performed power up process and all functional testing.

Event description:
It was reported that the pump had a battery communication timeout error. No patient injury was reported.